Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) on (B) (6) 2010, alleging that her onetouch ultra meter was not powering on. She claimed that approximately 5 days after the power issue began, she developed symptoms of headache, sweating, and leg pains. The patient reportedly did not receive any form of treatment that was above and beyond her normal diabetes routine as a result of the reported issue. According to the csr troubleshooting, the battery did not need to be replaced based on the battery life and usage and the reported power issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury approximately 5 days after the power issue began. In addition, the power issue was not resolved with troubleshooting.